Event description:
It was initially reported by arjohuntleigh rep: "during lifting the sling clip detached from the lifting device, resulting in the pt falling on the floor. Luckily without any harm. Upon examination of the lifting device and sling, the field technician observed that the general condition of the lifting device was good, but the sling clips were worn. He indicated that they were worn to such a level that they were not able to be fixed adequately enough to the lifting device pins." Ref MFR report #3007420694-2013-00042.